Event description:
Customer returned the thunderbeat device for evaluation for an issue of not activating during an unknown therapeutic procedure. No error message was received. A second device was used to continue the procedure. However, the second device would not work during seal and cut function. The procedure was completed with a third device without any delay. There is no harm or adverse impact to the patient or to the outcome of the procedure. The device was inspected prior to use with no anomaly noted. Upon evaluation of the returned device, it was observed that the device probe is completely broken off, and the broken piece about 16 mm long was not returned with the device. This medwatch is being submitted for the reportable issue of the broken probe as observed during device evaluation.

Manufacturer narrative:
Due diligence was performed for this event with available information provided by the customer. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria during inspection. The device is returned, and an evaluation completed for it. Visual inspection on the received condition was performed on the device; there is some tissue build up on the distal end. The ptfe teflon pad (tissue pad) is worn with no missing piece and no metal exposed. The probe is completely broken off, and the broken piece about 16 mm long was not returned with the device. The remaining portion of the probe was measured about 3 mm in length. Also, there are multiple scrape marks on the distal grasping section. The fracture surface of the probe was checked and found that cracks had developed from the non-insulated side of grasping section. There was a mark in the non-insulated area of grasping section which came in contact with the probe and was abraded against it. The wiper movement and its gold insulation are normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. The shaft is straight. The device was then checked with the usg-400/esg-400 and found both switches working, and the output activation tone is normal. Due to probe broken, the device could not be checked for energy output. The exact cause of the event cannot be exclusively identified. However based on past investigations, the broken probe possibly occurred as below: 1. The output was activated in seal and cut mode while the grasping section was grasping thick tissue. Therefore, the probe and the tissue pad came into contact at the rear end of the grasping section, causing the tissue pad to wear out. 2. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. 3. The output in seal and cut was activated while the non-insulated area of the grasping section was in contact with the probe. As a result, a contact mark developed. 4. A force to activate the output in seal and cut mode or a force to grasp tissue was applied to the probe. Therefore, cracks developed at a contact mark causing the error. 5. A force was applied to the probe causing it to break. The instructions for use includes the following statements that warn against the issue: ·do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. ¿ during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad.

Manufacturer narrative:
Additional information has been received for this event from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, and h10. The device probe tip was not broken at the time of the event. Customer could not provide patient details and procedure name.